Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). Pins in the injector module receptacle were damaged. The faulty 90164 im receptacle cable was replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 5 or 6 on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On 25-aug-2017, mallinckrodt pharmaceuticals was notified of contamination in the sample system for inomax dsir (B)(4). There was no impact or harm to the patient reported. On 12-sep-2017, mallinckrodt pharmaceuticals was made aware that during service, it was identified that two pins of the injector module receptacle were damaged on the head of dsir (B)(4). This finding is unrelated to the original complaint reported. This match was found during visual inspection of the device during service. This is being reported as it is considered a reportable malfunction.